Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the clips malformed? Did the clips fall off the tissue? If yes: did the clips fall into the patient? If yes: how were the clips retrieved? How was the procedure completed?

Event description:
Clips are not tight enough. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p9452e. The analysis results found that the mcl20 was received with a clip in the jaws. In an attempt to replicate the reported incident; the device was cycled, resulting in 1 partially-formed clip due to an anti-backup failure. The remaining 7 clips were fed and formed as intended. Finally, the instrument locked out. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the anti-backup lever was found worn out. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.